Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be reported provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit is not feeding.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit is not feeding. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to damage to the unit¿s rotor; the rotor was replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.